Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has requested reimbursement/ replacement of the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and below mentioned fields are updated. Product brand name was updated from philips CPAP to dreamstation auto CPAP. Updated model number, catalog item identifier, serial number and product UDI.